Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The returned test strips produced lo readings on 270 levels. Black chemistry was observed. The most likely underlying root cause of the black chemistry observed was due to improper storage.

Event description:
Customer complains of "lo" results. Customer states he feels well and does not require medical attention. The customer's expected blood results are 78-140mg/dl fasting. Verified the strips expire 05/18/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test lo and lo fasting. Reviewed meter memory: (B)(6). Customers concern: "lo" readings. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of "lo" results. Customer states he feels well and does not require medical attention. The customer's expected blood results are 78-140mg/dl fasting. Verified the strips expire 05/18/2018. Customer confirms the strips are stored properly and were first opened 09/10/2015. Customer performed a back to back blood test lo and lo fasting. Reviewed meter memory (B)(6). Customers concern: "lo" readings. No adverse event reported.